Event description:
On (B)(6) 2025, the user called after receiving a restart "38" alert. The user had already disconnected, performed a fill tubing, and confirmed insulin was flowing. The highest blood glucose (bg) level was 310 mg/dl. The user expressed that this issue had occurred repeatedly across multiple ilets and supplies. Discussion revealed a history of significant scar tissue from prior system use. The agent assisted the user in identifying a new infusion site not previously used, walked him through a successful dry run, and guided a full supply change, after which insulin delivery resumed. The user had been wearing a cd set at the time of the alert but switched to an inset 23" due to location considerations. The user experienced, headache, dizziness, blurry vision and dry mouth during the event. And was out of bg range for 90+ minutes. No medical intervention was required at the time of the call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.